Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks upon initial implant prior to the date the manufacturer became aware.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a lead repositioning procedure and was doing well postoperatively. The device remains implanted and in service.